Event description:
The plaintiff's atty alleged that the pt experienced a sudden cardiac event caused by exposure to the prod used during the dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.